Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this system is scheduled for extraction due to infection with sepsis. Antibiotics were administered. The system remains in service at this time. No adverse patient effects were reported. If additional information is received, this report will be updated.

Manufacturer narrative:
No analysis was performed due to allegation of infection. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to correct data that was submitted in the previous report. The device was explanted due to infection. No additional adverse patient effects were reported.